Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported getting reagent solution inside her nose with the binaxnow covid-19 antigen self test. The consumer was advised to flush her nose with copious amounts of water. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services attempted to reach out to customer to provide the safety data sheet and obtain additional information but was unsuccessful.. According to the package insert in195150c v. 3.0: precautions: the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.